Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
When the doctor interrogated the device the battery curve was close to the end of service. The recommended replacement time had been reached in (B)(6) 2018. During the previous follow-up the battery's residual longevity was at least a couple of years. The device was replaced on (B)(6) 2018. The preliminary analysis confirmed a premature battery depletion.

Event description:
When the doctor interrogated the device the battery curve was close to the end of service. The recommended replacement time had been reached in (B)(6) 2018. During the previous follow-up the battery's residual longevity was at least a couple of years. The device was replaced on (B)(6) 2018. The preliminary analysis confirmed a premature battery depletion.